Manufacturer narrative:
Device evaluated by MFR: device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the patient that she experienced vocal cord paralysis from a previous vns surgery. The surgeon had communicated prior to the surgery that the patient already had hoarseness of the voice and was concerned that another surgery could cause permanent damage. Another surgeon later confirmed that the patient had left vocal cord paralysis. The patient also had bilateral vocal cord lesions, which were not attributed to vns therapy or vns surgery. No further relevant information has been received to date.

Manufacturer narrative:
Device identification #, corrected data: the initial report inadvertently listed the incorrect device identification number.